Event description:
Locking cannulated blade plate 50mm 3.5 130 degree broke at proximal compression screw hole. This was also the location of the deformity correction osteotomy site. 10 y/o female w cp and moving disorder. Bilateral lcb case originally completed (B)(6) 2024.